Event description:
It was reported that there was smoke coming from a homechoice (hc) machine during use. The home patient (hp) was doing therapy overnight and woke up to the machine smoking. The solution bag was spraying onto the floor and onto the multiplug outlet which started to sizzle. The hp's lamp and other items that were plugged in were blown as well as the electrical fuses. The hp reported that the hc had burst into flames. A baxter employee brought a replacement machine to the hp and noticed multiple cords plugged into a single outlet. The hc itself did not appear to have any damage. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not reported to be available. Should additional relevant information become available, a supplemental report will be submitted.